Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the initial allegation was confirmed. The evaluation found the cover glass had scratches, the outer tube was bending, and the gold plating on the outer tube was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital.

Event description:
It was reported, the rigid rhinoscope's light source connection was disconnected. It is unknown when this issue was found but the procedure involved was therapeutic and was able to be completed. There were no reports of patient harm.